Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2011, the patient presented with chest pain associated with shortness of breath and was diagnosed with stable angina ((B)(4) cardiovascular society class 2). The denovo lesion being treated was located in mid left anterior descending artery with 95% stenosis and was 11 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with direct placement of a 2.50x16mm taxus liberte stent, with 0 % residual stenosis following post-dilatation. Post deployment of the taxus liberte stent, a 6.0x14mm express sd stent was placed in the right renal artery. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, CT angiogram of the abdomen revealed "a small area of atherosclerotic plaque" within the express sd stent which is felt to be "flow-limiting with approximately 50% compromise of the lumen of the stent." CT angiogram of the head and neck revealed 80% stenosis of the proximal right internal carotid artery and 60% stenosis of the supraclinoid distal left internal carotid artery. The patient presented with dizziness and near syncope and was diagnosed with transient ischemic attack (tia). Right carotid endarterectomy was performed. The patient was discharged on aspirin and prasugrel. Per the physician, the tia was not related to the taxus stent.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).